Manufacturer narrative:
(B)(4). Concomitant medical products: item #157442, m2a-magnum mod hd sz 42mm, lot #872630. Item #139252, m2a-magnum 42-50mm tpr insrt-6, lot #297750. Item #103201, taperloc por fmrl 6.0x132, lot #268620. Item #103202, taperloc por fmrl 7.5x135, lot # 932360. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2019-02054, 0001825034-2019-02055, 0001825034-2019-02057.

Event description:
It was reported that a patient underwent right total hip arthroplasty. Subsequently, ever since the surgery has been experiencing pain.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information about this event at the time of this report.